Event description:
Customer reported that their tandem tslim x2 pump suddenly stopped working, with the screen going black for several minutes before displaying a message indicating a malfunction, along with a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. The outcome or actions taken were not specifically documented in the information provided.